Event description:
It was reported bruising, swelling, and weakness occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Following discharge from the hospital post index procedure, the patient experienced extensive bruising, swelling of the lower extremities, weakness, and unsteadiness while walking. No further information on the status of the patient is currently available.